Event description:
We have been receiving a number of reports from our nurses regarding leaks from bifuse sets (carefusion small-bore extension set ref 10794983). Leaks from this product have been an issue for about three months to date.======================manufacturer response for bifuse IV set, carefusion (per site reporter)======================no response at this time.